Manufacturer narrative:
The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the event was reported as ¿bacterial infection¿; however, this could not be clarified, therefore, the cause of the event was assessed as unknown. It was not reported if the patient was hospitalized for this event. The patient was treated with unspecified antibiotics (doses, routes and frequencies not reported) for the peritonitis. The patient was reported to have recovered from the event and the pd therapy was ongoing. Additional information was requested, but the reporter declined to provide further information about this event.